Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the pump battery depleted from 100% to 5% within 72 hours. The customer's blood glucose was 110-198 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.